Event description:
When the nurse went to remove the line, it was not visible. The patient was sent to the cath lab for removal. The line separated from the hub.

Manufacturer narrative:
The manufacturer has received the sample, and will be evaluated. Results are expected soon.